Event description:
A journal article was reviewed which contained information regarding left ventricular (lv) leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were the following lead issues: loss of capture, rising pacing thresholds, ¿unmanageable: phrenic nerve stimulation, lead displacement. There was also a noted patient with longer than expected procedure time, and one patient with a hematoma which resolved without intervention. Another patient reportedly had an ischemic stroke episode, but recovered completely. The article further stated that three (3) patient were started on medication specifically for the lead implant. The status of the leads is unknown; however, the author stated that the procedure was performed successfully in all 12 cases. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a highly effective technique for transseptal endocardial left ventricular lead placement for delivery of cardiac resynchronization therapy. Heart rhythm. 2015;12(5):943-949. (B)(4).